Event description:
Customer reportedly obtained the following results on the aviva sys within 10 minutes: 59mg/dl, hi, hi, 400mg/dl, and 66mg/dl. 253mg/dl and 59mg/dl. 433mg/dl, hi, hi, and 66mg/dl. No treatment info provided for reported results. No adverse event reported. Requested return of suspect sys and replacement was sent.